Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent hip intramedullary nailing, during the procedure the connecting nut of 130 degree tuna trochanteric fixation nail advanced (tfna) aiming arm broke during assembly. The connecting nut was referring to the connecting screw for 130 aiming guide. The aiming arm was not properly secured to trochanteric fixation nail advanced (tfna) insertion handle. This made it difficult to insert guide wire properly. Pliers were used to secure the aiming arm. The guidewire was eventually inserted where it was needed. There was a surgical delay of five (5) minutes. There were fragments generated from broken device, the screw broke perfectly in half. The two fragments were easily removed from the field with no additional intervention. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: nails: tfna (part number unknown, lot unknown, quantity 1), 130 deg aiming arm (part number 03.037.013, lot 9282818, quantity 1), connecting screw f/guide wire aiming device f/tfn (part number 03.010.415, lot unknown, quantity 1), nail insertion handles (part number unknown, lot unknown, quantity 1), guide/compression/k-wires (part number unknown, lot unknown, quantity 1). This report involves one (1) 130 deg aiming arm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: investigation summary: visual inspection: the 130 deg aiming arm (part #: 03.037.013, lot #: 9282818) was returned and received at us cq. Upon visual inspection, it was observed that the black knob component was broken. The broken parts were returned to us cq. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes, the knob component was broken. Functional testing: a functional test cannot be conducted because of the mating device was not returned at us cq. Dimensional inspection: since the knob was broken apart due to post-market damage, a meaningful dimensional inspection could not be performed. Document/specification review: the current and manufactured drawings were reviewed: aiming arm tfna 130-degree. Complaint confirmed? Yes, as the knob was broken. Investigation conclusion: the complaint was confirmed as the knob component was broken which would have caused the reported condition of device interaction issue. No definitive root cause could be determined based on the provided information. It is possible that the potential cause could be due to unintended forces applied to the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part: 03.037.013; lot: 9282818; manufacturing site: hägendorf; release to warehouse date: 23. Jan 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.